Manufacturer narrative:
An event regarding a difficulty of adjustment involving a femoral impactor/extractor was reported. The event was confirmed. Method & results: device evaluation: the device was returned with no apparent deformities. A functional test confirmed the event. However, after the application of lubricant, device adjustment was smooth. Clinician review: not performed as medical records were not received for review with a clinical consultant.. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the event was confirmed as the device was difficult to adjust as it was received. After applying lubricant to the articulating surfaces of the device, device adjustment was easy. The instructions for use of the device calls for the application of lubricant on all articulating surfaces of the device before device sterilization. As per the results of the functional test performed after lubricating the devices, there is evidence to suggest that the instructions for use were not followed. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the femoral impactor could not be removed from femoral implant during and after impaction to the bone. The side screw could not be dialed. So, the surgeon removed the femoral implant from the femoral bone and removed the impactor with the side screw was loosened and tightened again and again. Femoral component impaction was performed with only final impactor.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the femoral impactor could not be removed from femoral implant during and after impaction to the bone. The side screw could not be dialed. So, the surgeon removed the femoral implant from the femoral bone and removed the impactor with the side screw was loosened and tightened again and again. Femoral component impaction was performed with only final impactor.